Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used in the stomach during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure and inside the patient, the cutting wire could not be energized. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to deliver energy. Block h10: investigation results a sensation short throw snare was received for analysis. Visual inspection of the returned device revealed no problems had been noted. Electrical testing was performed, and the device was found within specification. No other problems were noted. The reported complaint of device failure to deliver energy was unable to be confirmed since the device passed electrical testing upon return. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since product analysis of the returned device and product record review did not identify any evidence of either the alleged problem(s) or any defect on the device.

Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used in the stomach during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure and inside the patient, the cutting wire could not be energized. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare loop unable to deliver energy. Block h10: investigation results a sensation short throw snare was received for analysis. Visual inspection of the returned device revealed no problems had been noted. Electrical testing was performed, and the device was found within specification. No problems were noted. The reported complaint of device failure to deliver energy was unable to be confirmed since the device passed electrical testing upon return. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since product analysis of the returned device and product record review did not identify any evidence of either the alleged problem(s) or any defect on the device. Block h11: blocks g2 (report source) and h10 (imdrf device code) have been corrected.

Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used in the stomach during an endoscopic mucosal resection (emr) procedure performed on december 6, 2023. During the procedure and inside the patient, the cutting wire could not be energized. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to deliver energy.